Event description:
No additional information.

Manufacturer narrative:
E.1. Address was not located, and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had foreign matter in the fluid path. The following information was provided by the initial reporter: pt returned from the operating room with 2 IV drips connected, not on IV pumps. One drip was nafcillin that had been running on an IV pump prior to going to the operating room. I am unsure if this was clamped or unclamped. The second IV drip was a bag of normal saline that was hooked up to the pt. This IV tubing had 3 ports. I noticed that between the 2nd and 3rd ports the IV tubing was filled with lots of small white sediment precipitates. I immediately clamped the tubing and removed it from the patient. There were no precipitates noticed in the bag, or above the highest, most proximal port (port 1- that is positioned above the portion of IV tubing that would be loaded into the IV pump.) The precipitates filled the entire portion between ports 2 & 3 and although there are precipitates close to the lowest/3rd port (closest to the pt) I cannot tell if there are any precipitates distal to port 3, making it unknown to me if they reached the pt. Port 3 is where the nafcillin was y'd into the ns tubing, however it was below where the precipitates are found. Mfg#: (B)(4), lot#: unknown, quantity affected: 1 ea, was there injury? No.

Manufacturer narrative:
Investigation results: the customer reported precipitate formation in the tubing, on material 2426-0007, lot unknown. The customer returned a photo of the incident. There is no physical sample for investigation. The issue was confirmed by the photos. A device history record review was not performed as the lot number is "unknown" for this complaint. The root cause for the issue was unable to be determined without a replicated physical sample investigation. Suggestion from our clinical team was "nafcillin infusion can cause precipitate formation when mixed with saline, often due to high concentrations or ph changes". Please work with your pharmacy. This incident has been added to our database of reported incidents.